Event description:
The account's maintenance stated when he engaged the brake/steer pedal into brake, the casters continue to roll but do not swivel.

Manufacturer narrative:
The account's maintenance found the brake/steer torque tube ends were rounded and worn. He replaced the torque tube to repair the bed.